Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer implanted for spinal pain reported seeing the poor communication screen on the patient programmer (pp) and not being able to communicate using the recharger or pp. The last time stimulation was felt was one month ago, but the last successful recharging session was unknown. It was noted the reason for not charging was due to a surgical procedure. It was further reported the connector pin on the desktop charger bent and was loose as of (B)(6) so it was unable to charge the recharger. After the consumer received a new desktop charger, it was noted the green light was on the desktop charger, but recharger still wouldn&#62752;take a charge and the screen was blank. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.